Event description:
It was reported there was a loss of stimulation/therapeutic effect. There was overstimulation and shocking/jolting sensations. The patient¿s system stopped working. The patient began experiencing their symptoms as if the device was turned off. Symptoms included tremors, speech difficulties, and almost complete immobility. They attempted to use the recharger to interrogate and they were able to get coupling but they noted it said the stimulator was off. The other stimulator was interrogated and they were also able to get coupling but it said the stimulator was off. The patient¿s child was able to turn the stimulators back on. When they were turned back on the patient immediately reacted in pain described as ¿intense forehead pain, almost as if they were having a seizure with their head thrown back.¿ the stimulator was turned off and the symptoms disappeared. Patient¿s status was noted as alive with injury. Patient was scheduled to see their neurologist and have chest, neck and skull x-rays taken. Patient symptoms were noted as pain, headaches, seizures and less than 50% therapy relief. The location of symptoms was unknown. Refer to manufacturer report # 3004209178-2013-11408 patient has bilateral system. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v182607, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v777071, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).